Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the following: the subject device could not function properly because the power was turned on while the user kept touching the touch panel; the touch panel could not function due to the interference of noise from a high-frequency electrosurgical unit or and so on; there was the malfunction of the touch panel or software. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. ¿become aware date¿ on the initial MDR was april 15. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device got froze when the customer pressed option button. There was no report of patient injury associated with the event.